Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading despite customer following load prompts and using proper technique, and the alarm recurred when a new cartridge was tried so insulin delivery did not resume with pump. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of in-warranty replacement pump, provided instructions on programming pump settings and reconnecting continuous glucose monitor to replacement device, guided customer on placing old pump in storage mode, and instructed customer to return problematic pump using prepaid label within 10 days.